Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported false downstream occlusions, which was reproduced during evaluation. A review of the event history log identified downstream occlusion messages. The cause was determined to be a downstream tubing guide being out of specification. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed false downstream occlusions. There was no known patient injury or medical intervention associated with this event. No additional information is available.